Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) that accelerated an arrhythmia episode. The device remains in service. No additional adverse patient effects were reported.